Event description:
It was found that the seat would not hold weight due to a broken lock bar strut and a bent seat weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.